Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016. Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 197697/199240, model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead explant procedure. No further information could be obtained.